Event description:
It was reported that during service and repair/pre-testing, it was observed that the d bay of the universal battery charger device would not charge two battery devices. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition that bay a would not charge batteries was confirmed. The assignable root cause was determined to be most likely due to normal wear on electronic components from use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Please note that the incorrect date of manufacture (dom) was inadvertently entered into the initial medwatch report. Upon further investigation the correct dom (jun 26, 2012) has been obtained and entered in this supplemental medwatch report.